Event description:
It was reported that the sternal saw's power decreased during setup. The product was not changed out and the surgery was completed successfully.

Manufacturer narrative:
The rod bearing and rod seal were replaced in the saw. The product was returned to the customer and operated as intended. This report is being submitted to the FDA as a result of a retrospective review of product complaints.